Event description:
Information was received indicating that a smiths medical level 1® hotline® trauma fast flow system was noted to continually alarm warranty box. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition with no physical damage. The investigator performed a self-test and visual inspection of the device. The customer reported product problem (disposable alarm keeps alarming) was not confirmed during the test. No fault was found with the device. The device functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.